Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The customer stated that the qc and calibration was within specification. The field service engineer (fse) evaluated the analyzer and did not find a product issue. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable electrode, sodium results for 1 patient sample on a cobas integra 400 plus module. The initial result was 181.2 mmol/l. The sample was repeated on an unspecified blood gas analyzer, and the result was 150 mmol/l. The sample was repeated on the integra analyzer again, and the result was similar to the initial result. The exact result was not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.